Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports of having low blood glucose and over corrected and blood glucose went high. Customer gave himself a bolus delivery to correct. Customer inquired on active insulin and how it corrects. Customer spoke with diabetic care manager. Customer declined troubleshooting as he was fine after correcting. No further info provided.